Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part#: 9560100, lot: 549571 during the inspection it was observed that image is cloudy and there were scratches and breakage on the outer tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product having spinal therapy. It was reported that the image is cloudy. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that procedure involved in the event was micro endoscopic discectomy (med).